Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled follow up post revision of the right ventricular (rv) lead, it was reported that there was an infection noted in the device pocket. While explanting the rv lead to treat the infection, a cardiac perforation occurred, for which a pericardiocentesis was unsuccessfully performed, and the patient subsequently expired.